Event description:
It was reported that the cc4204a collamer plate lens was opened and there was a piece of it missing. The lens was inspected but never loaded. No patient contact.

Manufacturer narrative:
Evaluation method: lens work order search.